Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: there was no evidence of unexplained pump reboots observed in the black box; all pump reboots were post consecutive call service sleep alarms. The battery compartment was not damaged. The battery cap was not returned so a test cap was used. ¿ez-prime¿ steps were performed successfully with no power interruptions during the investigation. The original complaint could not be duplicated and the product performed within specifications. The pump¿s cover was removed and no intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.